Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed. No intervention performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted the asymptomatic patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited continued post-paced t-wave oversensing on (B)(6) 2017. Programming changes were discussed. No intervention reported.